Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer stated that she took out the battery and when she put in a new battery, the pump was still saying battery out limit. Customer stated that the pump was exposed to a little bit of water. Customer was on a boat and the boat tipped over, which caused her to fall into the water. Customer stated that the buttons are not responding. Customer cannot clear the alarm. Customer stated that a constant tone is occurring and there is water behind the lcd screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. The insulin pump was unable to verify battery out limit alarm and button keypad anomaly due to blank display. The insulin pump had minor scratches on display window and cracked reservoir tube lip.